Event description:
It was reported that computed tomography (CT) study from (B)(6) 2023 while inpatient revealed atherosclerosis of aorta. Patient underwent heartmate 3 (hm3) to hm3 pump exchange on (B)(6) 2023 for infection. The hm3 pump was replaced, and the original apical cuff and outflow graft (ofg) remained implanted. During exchange via thoracotomy, myocardium tore requiring surgical repair of left ventricle and transfusion of blood products. Once left ventricle repair was completed with appropriate surgical hemostasis, patient was transitioned from cardiopulmonary bypass (cpb) support to hm3 settling at a speed of 5400rpm, 3.8lpm, pi 4.7, 3.8w and hr 73. Blood pressure was 103/70/83, pulmonary alveolar proteinosis (pap) was 39/13/22, and central venous pressure (cvp) was 13. Incision was closed and the patient was transferred to intensive care unit (ICU) in stable condition. Cause of the atherosclerosis of the aorta was not specified. The patient was recovering well, plan for home discharge soon. Previous infection was reported under MFR# 2916596-2023-06818. Bleeding on second pump was reported under MFR# 2916596-2023-06792.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of aortic atherosclerosis could not be conclusively established through this evaluation. It was reported that the exchanged pump, serial number (B)(6), will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.